Event description:
Device #3 of 4: reference MFR. Report: 1627487-2018-06396; reference MFR. Report: 1627487-2018-06397; reference MFR. Report: 1627487-2018-06399. It was reported the patient underwent surgical intervention on (B)(6) 2018 where the leads and ipg were removed and replaced to provide better coverage for the pain areas. Postoperatively, the patient was receiving effective stimulation.